Event description:
A power source alert 07 was reported indicating an issue with charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer attempted several troubleshooting steps with different wall adapters and charging cables, but the issue persisted. Consequently, the pump was within warranty, and it was confirmed that a replacement pump would be sent. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery during this period. Instructions were provided for returning the problematic pump to tandem within ten days using a pre-paid label and return box.